Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of an express sd stent delivery system with the stent secure on the balloon. The stent was bunched in the middle. There were numerous kinks in the shaft. The tip was damaged. The tip and stent damage are consistent with interaction with the lesion and the crossing difficulty. The kinks were most likely due to handling during attempts to cross the lesion. The reported crossing difficulty was confirmed through the confirmed damage.

Event description:
Reportable based on device analysis completed on 14-jan-2021. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. A 6.0mmx14mmx150cm express vascular sd stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.